Event description:
It was reported that patient experienced ineffective therapy due to high impedances on the left lead. In turn, the patient underwent surgical intervention wherein the existing lead was explanted and replaced to address the issue.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect analysis of lead fracture. The report event of impedance issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.